Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3 of her automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therpay early. Reportedly, the pt has developed peritonitis per the home patient's nurse. A follow-up call was placed to the peritoneal dialysis (pd) nurse in 2005. The home pt was admitted to the hospital three months ago and discharged ten days later. Culture (date unknown) showed staphylococcus epidermis. Cell count results and antibiotic treatment are unknown due to hospitalization. The home pt did not have an exit site or tunnel infection. The pd nurse stated there most likely was a break in aseptic technique.